Event description:
The customer states while performing a correlation study between the architect ausab reagent and the axsym ausab reagent, they noted that pts' sample results generated on the architect ausab were higher compared to axsym ausab. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.